Event description:
(B)(4). I had essure procedure done (B)(6) 2015; by (B)(6) 2015, I had crippling stabbing pain in my lower abdominal area I went to the ER twice I have has CT scans, x rays, blood work, a colonoscopy due to sudden swelling of my intestines. I have never had health issues until now. Each day it gets worse . Today is (B)(6) 2015 and my health issues now include sharp stabbing pain in my abdomen have to take pain pills . Vomiting, severe stomach bloating and heaviness, vaginal discharge, burning hot feeling in my pelvic area, spotting on and off, painful swollen leaking breasts, white bumps around nipples, constantly cold, lethargic, stomach is tender to the touch, lower back pain, painful intercourse, stabbing pain inside vagina, brain fog, forgetfulness, hair loss/dry hair, headaches, fluttering in pelvic area, pressure on my vagina , muscle joint pain , stinging stabbing in vaginal entrance , anxiety, panic attacks, metallic taste in my mouth, insomnia, pain while washing vaginal area . I can not pick up my 4 month old or my 22 month old children due to the intense pain. I am allergic to nickel and all metals.